Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. The field service engineer (fse) troubleshot issues with the full-height legacy drawer 6, which was not on the bus. The fse reset and reconnected all connections, but the drawer remained non-functional. The customer had a spare full-height enhanced drawer and requested a replacement. The fse replaced the customer's drawer, configured it, and tested it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open during a recovery attempt and appeared to be jammed closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open during a recovery attempt and appeared to be jammed closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.